Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient had peripheral vascular disease before placement of the impella cp. The physician was able to access the artery with the 14f and used the repositioning sheath before bringing patient to the intensive care unit (ICU). The patient was unstable before placement, but impella was mostly used for high risk percutaneous coronary intervention. When the patient arrived in ICU the doppler pulse could not be dopplered. Venous and arterial doppler revealed zero flow down the leg. It was decided that the pump should be pulled since patient had improved and was off pressor support. The physician pulled pump at bedside. The patient¿s outcome is unknown.